Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a white screen upon boot-up and would not complete the boot-up cycle. A white screen is indicative of a device lock-up condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control further examined the removed system controller (sc) pcb assembly and determined that the cause of the reported issue was a shorted integrated circuit (ic) chip, designator u61. The removed user interface (ui) pcb assembly was an ancillary part and there was no failure of the assembly.